Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 167 mg/dl. The customer is unable to do troubleshooting because she is in the doctor's office. The patient just wants to get the insulin pump replaced. The customer was advised that we will replaced the insulin pump. The patient was advised that if continues to have that issue with replacement insulin pump to call back for troubleshoot.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.